Event description:
Zero-p was implanted at c4-c5 and c7-t1 around a pre-existing fusion at c5-c6. Patient returned for follow-up visit and x-ray showed one of the cephalad screws backing out at c7-t1. Surgeon has no plan to revise the patient at this time. Patient appears to be asymptomatic.

Manufacturer narrative:
Add'l info has been requested. Implant remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.